Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: how was the product purchased? - the products were purchased by yudin's clinic through a subcontractor llc renaissance-med. ¿ is there an indication of how the product was distributed? - through the subcontractor "renaissance-med" llc. ¿ is there any indication of the source? - (B)(4). ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? - no information. ¿ was the device used on a patient? If so, was there any patient consequence? - the products were accepted by the clinic. The product has already been used. There were no problems. ¿ is a photo available of the product? - all photos were presented earlier in the attachment. ¿ is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. - no. ¿ how many devices are suspected to be counterfeit? - all information is registered in section impacted products. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Report submitted in error.